Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter exhibited insufficient flow or under infusion. During a pulmonary vein isolation procedure to treat third-degree atrial fibrillation in the left atrium, a metriq irrigation tubing set was selected for use. Although the irrigation tube was connected to the saline and priming was attempted, perfusion could not be performed. The tubing was reconnected several times, and the three-way stopcock was removed; however, perfusion still could not be achieved. No error message was displayed. The pump was not connected, and the saline bag was manually pressurized but could not be refluxed. The issue occurred during priming outside the patient. The device was replaced with another of the same model, which resolved the issue, and the procedure was completed successfully. There were no patient complications. The device was discarded by the facility and will not be returned for analysis.